Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Cuts were noted in the insulation and the conductor coils appeared deformed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the procedure to implant this right atrial (ra) lead, an attempt was made to implant a left ventricular (lv) lead. During the lv lead implant, the slack pulled out of the ra lead. Then noise on the ra lead was noted with the device and the pacing system analyzer (psa). The noise could not be resolved. The lead was removed, and tissue was noted in the helix. No adverse patient effects were reported.